Event description:
It was reported that when using the bd pyxis¿ medstation¿ es row of cubies in drawer 2.1 a were not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row of cubies in drawer 2.1 a were not detected on bus caused due to liquid ingress. A field service engineer advised that there had been a medication spill around row board a, cleaned the spill, replaced row board a and the row board pyxis bus cable, and rebooted the station. The drawer was detected with all cubies present, tested the system in the hardware test application, including all cubie drawers and pockets, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.